Event description:
It was reported that during an angioplasty of the sfa it was found that the vascular stent was partially occluded and fractured. An angioplasty was performed and a covered vascular stent was deployed inside the fractured stent successfully. The vessel was reported to be patient. There is no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The investigation is currently underway.